Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: ne u_refill needle, product type: accessory. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine and bupivacaine via an implantable pump. The indication for use was malignant pain. On (B)(6) 2015 it was reported that at the (B)(6) 2015 pump refill visit they were only able to fill the pump with 35 ml of drug. The hcp thought that there was air in the reservoir. The hcp programmed the pump to a reservoir volume of 35 ml and sent the patient home. The expected residual pump volume was 4.7 ml and the actual residual pump volume was 6.5 ml. At the visit, the pump was filled with baclofen (500 mcg/ml at 64.94 mcg/day) and morphine (1 mg/ml at .129 mg/day). The troubleshooting, actions/interventions and cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.